Event description:
The customer stated that he performed a control test and received a result of 413 mg/dl. The normal control range is 96-133 mg/dl. No adverse events were alleged by the customer. The test strips are to be returned for evaluation, and replacement test strips will be sent.